Manufacturer narrative:
(B)(4). Date sent: 9/20/2021. D4: batch # u5ez97. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the long60a device was returned with no apparent damage and with four ecr60b reloads present. The reloads (b, c, d & e) were received fully fired. The device was tested for functionality in the articulated position with a test reload, it was loaded on the device without any difficulties and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the complete firing action requires 4 complete strokes to cut the full reload length and return the knife to its home position. For each stroke, squeeze and release the firing trigger completely with a continuous, smooth stroke until it rests on the closing trigger. The numbers on the stroke count indicator will advance with each stroke. After the third stroke, the knife direction indicator will display an arrow pointing towards the proximal end of the instrument to indicate the knife is in the return mode. At the end of the fourth stroke, the stroke count indicator will display ¿0¿ to indicate the knife has returned to its home position. The status of the transection can also be determined by observing the knife blade indicator throughout the firing action. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please provide more details of device malfunction? In the 1st sleeve gastrectomy case, 2 green cartridges (ecr60g) and 4 blue cartridges (ecr60b) were used in total. During the case, 2 green cartridges and 1 blue cartridge were fired and no sound was experienced. When the 4th blue cartridge was fired, the tissue was dragged and tore the tissue and did not seal. Afterwards, there was no problem with the 2 blue cartridges fired again. Regarding "open tissue is closed by suturing": did the device deliver any staples? Stapling was done, but tissue entrainment gathered the staples together and ruptured the tissue, leaving an opening in the stomach if yes, were the staples formed properly? Staples have formed, but the texture is opened due to dragging if yes, was the staple line complete? Staple line not completed did the device cut? Device 5 cut the tissue. If yes, was the cut line complete? The 6th cutting operation was completed, but because the tissue was dragged, it could not close because the staple line was fragmented. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Of the 6 cartridges fired in total, only the 4th cartridge had this problem. The first 3 and the last 2 cartridges did not have any problems. The staple line was broken in the 4th cartridge. No problems firing or cutting other cartridges was there any difficulty opening the device? During the process, there was some difficulty compared to other ignitions, and a sound similar to a cracking sound was heard in the first problem cartridge, and the cartridges were sent for examination. If yes, how was the device removed from the patient? There was no problem with opening the device. If yes, did the jaws eventually open? The jaw opened without any problems after completing the 3+1 cycle like a normal firing.

Event description:
It was reported that in the case of laparoscopic sleeve gastrectomy, a sound was heard while firing the blue cartridge and the cartridge did not close. There was no problem with the other cartridges used in the case. Open tissue is closed by suturing. No patient consequences reported. No further information is available.